Manufacturer narrative:
The account found the issue was the scale power control board. The account replaced the scale power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed exit audible alarm was not as loud as it should be. There was no pt/user injury reported. (B)(4).